Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, one of the arms was disabled. The surgeon undocked the arm and used the other arms to continue with the surgery. The issue was called in a day later than the procedure by the intuitive surgical, inc. (Isi) clinical services rep (csr). The isi csr requested that the system logs be checked. However, the logs were not available as the system had not been connected since (B)(6) 2022. The isi csr requested that the system be checked and that the isi field service engineer follow up with the site. The site reportedly completed the procedure with no injury to the patient. Isi followed up with the initial reporter and obtained the following additional information: there was no injury to the patient. The system functionality was checked and the system was initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse called the site and spoke to the customer. He confirmed that the issue with an arm was reported. The system powered on with no issues. The isi fse reviewed the error logs found multiple errors 32098 on arm 1. The isi fse replaced arm 1 to resolve the issue. The system was tested and verified as ready for use. Isi received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate, however, confirmed the customer reported complaint of ¿error 32098¿ via system logs. The unit was tested on an in-house system and passed normal mode. The unit went through more testing on a pftp and passed u-direction tests, lissajous, sine cycle, brake release test, brake hold test, advanced brake test, and carriage switches test. The axes controller motor (acm) board and the insertion stator will be replaced as a precaution. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by the isi fse when the customer site was contacted. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. This complaint is reportable due to the following: a usm (arm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.